Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error and unexpected restart alarm on the insulin pump. The customer's blood glucose was 194 mg/dl. The customer stated that the pump alarmed button error and she took the battery out for three minutes and an unexpected restart alarm occurred. The customer stated that she was at the pool and she took it out and noticed that the pump was suspending. The customer declined to troubleshoot for unexpected restart alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.